Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh, in kiel, germany, indicates that this event is not related to the device. The returned luhr screws are in compliance with engineering specifications.

Event description:
Customer claimed that the screws were too large in diameter to fit the screw block.